Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Complaint not confirmed. Pump acceleration is typically caused when the tubing is incorrectly set up or the colder valve gets reconnected. Since the tubing was not returned with this complaint for evaluation this event cannot be confirmed. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the pump accelerated and per surgeon: water "shot out of everything, including the scope sheath". Arthroscopic hip scope. This occurred about 5 mins after camera cannula was inserted. The pump was stopped. Shaver had no power; after turning on/off three times, it came back on. When the pump was turned back on, it start to rev up. Everything was turned off and new pump, tubing and shaver was used to complete the case. Post op, patient was found to have retroperitoneal fluid extravasation requiring 3 days in the hospital.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event is from a review of similar events reported to arthrex, where pump and tubing were returned for evaluation and indicates that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed.